Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defribrillator (AED) and the actual device involved in the incident was evaluated. Investigation confirmed the complaint of a defib charge failure. This type of failure prevents the device from charging the capacitor bank in preparation for delivery of a shock to the patient. The device was opened and visual and electrical inspection revealed that three electrical components had been damaged. A transformer had overheated and two transistors had overheated and shorted. The overheating of the components damage the circuit board that they were part of, so the device was repaired by installing a new circuit board. The unit functioned to specifications after replacement of the circuit board and installation of routine service upgrades. Engineering analysis of the failure concluded that the component that most likely initiated the malfunction was a 60 amp power mosfet ( a type of transistor). The failure of this component is consistent with all of the observed evidence. Because of the damage to the component it was not possible to determine the exact manner in which the component failed. A search for similar occurrences within the device family found only a single prior instance (from the year 2005) making the cumulative rate of occurrence for this issue less than 0.008 percent. The conclusion of the investigation is that this was an unusual event, and no device design or manufacturing issues are raised by this occurrence.

Event description:
The user reported that during their routine testing of the device it displayed a defib charge fail message.